Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable, pump turned off, power down, and pump turned on alarm messages were found in the pump's event history logs. Visual and functional testing were performed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm.